Event description:
It was reported that, during the meniscus repair procedure, after the t1 of the fast-fix 360 deployed successfully, the t2 implant was deployed simultaneously and came off the meniscus. Surgery was resumed without any surgical delay, using a back-up device instead. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection revealed the device was returned without anchors and suture. The actuator and actuator tip are in the t2 post deployment/t1 pre-deployment position. No physical damage visible to the device. A functional evaluation revealed the actuator and actuator tip function as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause of the reported event was associated with unintended use of the device. Factors, which could have contributed to the complaint event, include an unintended second actuation of the device. No containment or corrective actions are recommended at this time.